Manufacturer narrative:
Medtronic received the following information from a journal article entitled; pseudoaneurysm repair with a septal occluder vogel et al, vascular and endovascular surgery. 2022;56(6):628-630. Doi:10.1177/15385744221095922 concomitant medical products: other relevant device(s) are: unk-cv-sr-valiant s/n: unknown; use by date: unknown; upn # unknown; unk-cv-sr-valiant s/n: unknown; use by date: unknown; upn # unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts (x3) were implanted during the endovascular treatment of a thoracoabdominal aortic aneurysm on an unknown date. The patient had treatment 15 years previous for type a aortic dissection and 3 years later aneurysm of the rcia. A frozen elephant trunk was completed to replace the primary ascending graft and the dilated aortic-arch it was reported over the next several years the patient underwent numerous re-interventions to treat endoleaks in the aorta. In (B)(6) 2020 the patient presented with abdominal pain. Emergency cta revealed an 111mm large symptomatic pseudoaneurysm at the anastomosis to the celiac trunk and a 50mm asymptomatic pseudoaneurysm between the brachiocephalic trunk and the aortic arch graft with an anastomotic defect of 7 × 7 mm. Intervention was completed. A non mdt (gore) stent was placed in the hepatic artery and the splenic artery was occluded with a non mdt plug (amplatzer). 2 weeks later further intervention with non mdt stents was completed for the asymptomatic pseudoaneurysm between the brachiocephalic trunk and the aortic arch graft. Cta follow-up at 3 months demonstrated stable pseudoaneurysm diameter with persistent minimal perfusion and small endo leak at the level of the aortic-arch. Per the physician the cause of the endoleaks and pseudoaneurysm are undetermined. No additional clinical sequelae were reported and the patient will be monitored.